Event description:
Note: this MFR report pertains to the third of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6408 and #3005099803-2008-6410 for a description of the other devices. It was reported to boston scientific corporation that a rapid exchange biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2008 (female patient; weight is unknown). According to the complainant, during the procedure, with two guide wires in the biopsy channel, the 4561 catheter was kinking at the biopsy cap. The physician tried a 4564 and a 4560 and had the same problem. The physician completed the procedure with another 4561, after removing the second wire from the biopsy channel. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.